Manufacturer narrative:
(B)(4). Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and presented on (B)(6) 2021 with a flap dislocation on left eye. A flap refloat was done. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of discomfort and poor vision. Patient reported symptoms are interfering with daily activities. Customer confirmed flap refloat occurred and patient is doing well post-operatively.